Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when handling the trachea on a laparoscopies lobectomy, the surgeon was able to press the green button, but not squeeze the handle, and the stapler did not fire. They replaced the staple cartridge to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.